Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient had a revision of stryker tritanium cup, metal liner and depuy head.

Manufacturer narrative:
An event regarding revision surgery involving an mdm liner was reported. The event were not confirmed. Off label use involving the mdm liner was noted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a revision of stryker tritanium cup, metal liner and depuy head.